Event description:
A report was received regarding an orif to treat an extra-articular humerus fracture. The scrub tech reports that drill bit broke during the procedure and all pieces were retrieved from the pt. The surgeon confirmed by x-ray that no parts were left in the pt.

Manufacturer narrative:
Device was used for treatment. The manufacturing documents were reviewed and no complaint related issues were found. An investigation could not be completed and no conclusion could be drawn as the device was not returned.